Event description:
It was reported that the patient was experiencing auto reducing from their scs system. The patient reportedly has high impedances on all but lead contacts 2 contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient was not provided.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.